Event description:
Revision surgery- due to instability upsized sphere from 32 to a 36.

Manufacturer narrative:
The agent reported revision for instability upsized sphere from 32 to a 36. Complaint has been evaluated and is similar to report number 1644408-2019-00440; 508-32-103, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.